Event description:
It was reported that the lesion was located in the mid left anterior descending artery (lad) with mild calcification. The voyager nc balloon was used for post-dilatation; however, the balloon ruptured at 24 atmospheres. No clinically significant delay in procedure was reported. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: balance middle middleweight universal ii; inflation: medtronic; sheath: 7f; stent: xience prime 2.75 x 33mm. Above rated burst pressure. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning, therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Additionally, it was reported that the balloon was inflated to 24 atmospheres, which is above rated burst pressure and likely contributed to the reported balloon rupture (rbp). It should be noted that the instructions for use (IFU) states that the balloon pressure should not exceed the rbp.